Event description:
The customer reported to olympus, the colonovideoscope had a gap between the tip and the stem. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube had white foreign materials. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the suction cylinder had no color. Due to adhesive peeling on the bending section cover, insulation resistance value at the distal end did not meet the standard value. Due to wear of the angle wire, the bending angle in up direction did not meet the standard value. Light guide bundle had breakage. Adhesive around the objective lens had a chip. Adhesive around the light guide lens had wear. Adhesive on the bending section cover had a crack. Universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
H10: it is unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.